Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because it is not possible to go to the site for repairs due to the current epidemic situation and according to the situation described by the customer, it is suspected that the helium pressure reducing valve or internal pipelines are leaking. Currently, according to the situation, take spare parts to the fault has been judged, and the customer has been told not to use it for now. The equipment is out of warranty and replacement of spare parts requires the customer to pay for repairs. The customer does not agree to the repairs and this has not yet been resolved. If additional information is received, we will reopen and update the complaint.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) it was found that the amount of helium gas dropped too quickly and no other alarms occurred. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.